Event description:
This is report 1 of 2 for the same event. It was reported from (B)(4) that during a craniotomy surgery, it was observed that the motor device and attachment device felt rough while in use together. As a result, there was a two minute delay to the surgical procedure. Identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.